Event description:
No additional event information.

Manufacturer narrative:
Follow up report, (B)(4). Updated: b3, b4, b5, d2, d6, g1, g3, g6, h1, h2, h6. D6 implant dates: between: (B)(6) 2008 to (B)(6) 2015. No product was returned or pictures provided; a product evaluation could not be performed. A review of the device manufacturing records could not be performed due to missing lot number. A review of the complaint history could not be performed due to missing reference and lot numbers. Based on the journal article, the reported event can be confirmed. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: b4, b5, d2, g1, g3, g6, h1, h2, h11. H1: this MDR is being submitted as a part of a retrospective literature MDR reporting review and remediation effort based on MDR reporting process and FDA adverse event reporting requirement. CAPA -07984 was opened on feb 27, 2026 to address corrections. Device performance and/or risk profile are not impacted. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). B3: date of the event between jan 1, 2008 and dec, 31, 2015. D10: unknown liner, #item unknown, #lot unknown. Unknown cup, #item unknown, #lot unknown. Unknown head, #item unknown, #lot unknown. Therapy date: unknown. G2: foreign country italy. Report source journal article: "evola, f. R., caldaria, a., costarella, l., d¿amico, a. G., d¿agata, v., vecchio, m., & sessa, g. (2025). Comparative study of fitmore and cls stems in total hip arthroplasty: midterm clinical and radiographic outcomes. Musculoskeletal surgery. Https://doi.org/10.1007/s12306-025-00885-x." Attempts have been made to gather all product identification information and no further information has been provided. An investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
On 10-jun-2025, a journal article was retrieved from musculoskeletal surgery (2025) that reported a retrospective study from italy. The purpose of the study was to compare the radiological and functional outcomes of short stem and traditional stem during midterm follow-up. The study reviewed a consecutive series of 50 hips/50 patients using a fitmore stem and 50 hips/50 patients using a cls stem, between 2008 and 2015. The surgeries were performed by a single surgeon using an anterolateral watson-jones approach and a press-fit technique. The indication for revision/surgery was idiopathic or secondary osteoarthritis of the hip, avascular necrosis of the femoral head, moderate hip dysplasia (crowe 1°¿2°), rheumatoid arthritis, previous slipped epiphysis of the femoral head, or perthes disease. The study population had a mean age at time of surgery of 57.0 ± 8.4 and 56.6 ± 10.9 years; 28 males/22 females for the cls group and 19 males/ 31 females for the fitmore group. Follow-up was conducted at one month, three months, six months, twelve months, and annually thereafter with a mean length of follow-up of 8.4 ± 2.1 years in the cls group and 7.6 ± 2.2 years in the fitmore group. It was reported that eight patients within the fitmore group displayed incidental findings of stem subsidence on follow-up radiographic imaging. The article noted that this can be an anticipated finding and that it was observed primarily occurring within the first year post-operative with no statistical difference or deterioration of clinical outcomes. Attempts have been made and additional information on the reported event is unavailable at this time.